Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. Information learned from implant patient registry and from the surgeon's follow up response.

Manufacturer narrative:
Evaluation summary: slightly wavy free margins were noted on leaflet one and three at the cusp one post; tissues were also darker in color at this region. No visible inconsistencies were noted on the x-ray.

Manufacturer narrative:
Sizing issue. Device not returned.